Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent a primary breast augmentation with two 350cc mentor memorygel breast implant experienced left-side-sided breast mass, and bilateral cutaneous contour deformity, and right-sided paresthesia post procedure. The patient reported experiencing double bubble per new surgeon, noticed immediately after implantation but her initial doctor stated its normal during healing process, yet it has not gone away, and has gotten worse. The patient got a second opinion and the new surgeon stated they could take them out and fix it by placing the implants over the muscle instead of under the muscle. The right side she really can't touch it as it is partially numb. The left side, she had lump and nipple discharge, turned out it was nothing, and resulted in two mammograms and MRI examination to be conducted. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. (B)(4).